Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The iipv was confirmed by review of the logs. The assignable cause of the iipv was undetermined as the logs had been overwritten.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain 104 alarm which occurred in the alarm log during drain 4. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The patient's current largest prescribed fill volume (lpfv) is 1700ml. The drain volume during cycle 4 could not be determined as the logs had been overwritten and no data was available for this date. No patient injury or medical intervention was reported.